Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer removed the cartridge, inspected the o-ring, received assistance from technical support to fill a new cartridge, and cleaned the pneumatic tap area on the pump. After following instructions and completing the load process, the customer successfully resumed insulin delivery.